Event description:
Customer reported foreign substance found in the liquid bicarb. No patient use.

Manufacturer narrative:
MDR reportability determined during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025).